Manufacturer narrative:
Continuation of medical devices: flexcath advance steerable sheath medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/57 years old. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/complaints. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: adenosine testing during cryoballoon ablation and radio frequency ablation of atrial fibrillation: a propensity score¿matched analysis.¿ heart rhythm 2016;13:2128¿2134. Http://dx.doi.org/10.1016/j.hrthm.2016.08.018. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon catheter system: there were patients with reported ¿major complications¿ during ablation for atrial fibrillation. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Further follow up did not yet yield any additional information. The status/location of the system is unknown. No further patient complications have been reported as a result of this event.